Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit produced incomplete mesh. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the unit produced an incomplete mesh. On (B)(6) 2017, it was clarified that the issue occurred (B)(6) 2017 during meshing of donor skin. The event was no immediately identified upon opening the device and before first use and did not occur during the first ever use of the device. There was no medical intervention or additional surgical procedures required. The harvested graft was not usable and there was no additional graft taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) thirteen times as documented in the repair reports in livelink. The last repair was january 13, 2017 where it was reported that the device was producing an incomplete mesh and had a broken ratchet and the worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher by on august 4, 2017 revealed that the calibration and pre-test mesh could not be taken due to the damaged comb. The roller and gear were visually damaged. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the pre-test could not be performed during the product evaluation. The root cause of the reported event could not be specifically determined since the pre-test could not be performed during the product evaluation. The issue was resolved by replacing the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the comb was damaged.